Event description:
On (B)(6) 2013, high impedance was reported. Settings were provided. The last known diagnostics were from october 2012 and (B)(6) 2013 and were within normal limits. The patient continued to feel stimulation in (B)(6) 2013. The device was disabled upon seeing high impedance. There was no noted trauma. X-rays were not provided for review. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.